Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 4.6 inr/3.22 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The company received a report where it was claimed that the unit did not provide an audible tone during preventative maintenance. No pt involvement.